Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the basal software suspended insulin delivery inappropriately. Pump settings were reviewed and no issues were identified. The customer¿s blood glucose was 115-271 mg/dl.